Manufacturer narrative:
This report is submitted on 10 december 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthesia and underwent skin revision surgery to replace abutment on (B)(6) 2019. The patient was treated with injectable steroids.